Event description:
There was an allegation of discrepant results with the cobas hbv quantitative assay for one patient on the cobas 6800 analyzer compared to an in-house method at a reference laboratory. 3 separate samples from the same patient were taken and the following results were generated: the initial result was 642 iu/ml with a serum sample. A 1:2 dilution was performed and the result was 321 iu/ml. The sample was repeated with an in-house method and the result was 10,000 iu/ml. On (B)(6) 2024, the initial result was 689 iu/ml with a plasma sample and the repeated result with an in-house method was 10,000 iu/ml. A serum sample was also tested at another laboratory, generating a 548 iu/ml with the cobas 6800. On (B)(6) 2024, the initial result was 5,260 iu/ml with a plasma sample and the repeated result with an in-house method was 170,000 iu/ml.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The instrument's serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Additional data was provided. The sample from (B)(6) 2024 was tested on 25-jul-2024 and the result was 572 iu/ml. Data for a fourth sample was provided. On (B)(6) 2024 the result was 55,000 iu/ml and the repeated result with an in-house method was 1,900,000 iu/ml. The investigation is ongoing.